Event description:
On (B)(6) 2020, the complainant contacted leica biosystems and reported a "staining issue" involving bond-max automated stainer. It was noted by a leica biosystems technical support specialist that: "customer ran 2 patient stains. Impact to patient dx has been noted. Customer had to re bx customer preforming ihc on mohs patient." On (B)(6) 2020, leica biosystems received information that re-biopsy of one (1) patient had been performed on (B)(6) 2020. The initials and gender of the patient were provided.